Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was explanted and replaced as a result. The patient condition was unknown.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing was normal.